Event description:
Updated summary: as per additional information received, blood glucose & sensor glucose values for the event are unknown. Hence the event submitted under regulatory report number 2032227-2025-327408 is not reportable.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had experienced the pump stopping delivery, with the ¿delivery blocked¿ message appearing on the screen but no alarm sounding. As a result, the customer¿s blood sugars spiked drastically due to not constantly checking the pump while at work. The customer had to change both the syringe and the tubing multiple times on several occasions for the pump to continue working. Additionally, the customer noted needing to change the pump battery more frequently than before. The smartguard system was reported as not working correctly, and the g3 system was not maintaining accurate glucose readings. The customer experienced hyperglycemia. The event involved product(s) mmt-1880l, mmt-7911na, mmt-7020la, mmt-332a, and mmt-398a. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-1880l, mmt-7911na, mmt-7020la, mmt-332a, and mmt-398a. Updated summary: troubleshooting was not performed for sensor glucose vs blood glucose. The blood glucose value was 87 mg/dl and the sensor glucose value was 210 mg/dl at the time of the event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.